Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to recurring incontinence. A computed tomography scan revealed a flattened pressure regulating balloon (prb), indicating fluid loss. The cuff and pump components of the aus were explanted but not replaced. The prb remained implanted. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.